Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Tech states the provider alleges the foot motor will raise but sag back down when it should be holding still.